Manufacturer narrative:
One device has been returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported a foreign object inside the fluid path of the tubing in their kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.